Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable phenytoin result for one patient sample. The initial result was 31.8 ug/ml and was reported outside the laboratory. Due to a rule set up in the customer's system, the sample was repeated and the result was 24.0 ug/ml. The sample was set to another laboratory and was tested on a dade instrument with results of 24, 22 and 19 ug/ml. The repeat result of 24.0 ug/ml was believed to be correct and reported out. The patient was not adversely affected. The phenytoin reagent lot number and expiration date were requested, but were not provided. The field service representative could not duplicate problem. He found all other assays were running correctly. He noted the customer was having blank cell issues at the time of the occurrence and the cells had been changed before his arrival. To verify the analyzer operation, he ran precision testing.

Manufacturer narrative:
The investigation could not determine a specific root cause based on the provided data.